Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right ventricular (rv) lead exhibited over-sensing noise. Chest x-ray was performed and revealed no abnormalities. No intervention was reported. Patient condition was stable.

Event description:
New information received noted that lead exhibited loss of capture. The lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.